Event description:
It was reported that the pump battery was charging slower than expected. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging normally and customer continued using pump for insulin therapy.